Event description:
The device was used during a bowel anastomosis. The instrument did not fire completely. The surgeon applied another instrument to complete the procedure. No pt injury reported.

Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA. Product not rec'd for eval.